Event description:
It was reported by the sales rep that the device was used during a bowel resection. As device was placed into the abdominal wound the small plastic piece of a safety tab fell off into the pt. The or time was extended by 20-25 minutes. There was no consequence to the pt.